Event description:
It was reported that following a successful novasure endometrial ablation the physician attempted a tubal ligation (unknown if tubal ligation was completed) and during "laparoscopy [the physician visualized a blanched area of approximately 1 cm diameter each side noted on the posterior fundus, at cornua ends of posterior fundus, medial and caudal to tubo-uterine junction." There was no injury to the bowel. The patient was discharged home. On (B)(6) 2013, the patient presented to the "emergency department with 2 days history of nausea and vomiting. No signs of peritonitis on examination (soft abdomen), blood results, or plain abdominal x-ray." Discharge emergency department date is unknown. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional information is received, a supplemental medwatch will be filed. (B)(4).